Manufacturer narrative:
Testing and investigation found the device did not alarm with a s321 malfunction alarm code. During testing; however, a review of the device history noted multiple s321 malfunction alarm codes. The probable cause was the motor. The cassette door will not close was not duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code and the cassette door does not close. The device was returned to the biomedical department from an unk floor with an unsigned note that stated "pump malfunction, service please." There were no reports of adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.